Event description:
Subsequent to the initial MDR, additional information was received on 11/7/2025. Data was further reviewed. It was reported that an alert/notification settings issue occurred. Data investigation could not confirm an alert/notification settings issue. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On 10/27/2025, between 3:00 and 4:00 pm, the patient had sudden confusion and memory loss. Her daughter noticed that the patient was not responding when spoken to. The patient remembers sitting down in a chair but does not recall what happened afterward. She was awake but unable to talk or respond appropriately. Her daughter called the patient¿s husband, who checked her cgm, which showed a reading of 70 mg/dl. He tried to give her something to eat or drink, but she was unable to do so, so he called 911. When ems arrived, her blood glucose was 40 mg/dl. The patient did not receive any cgm alert for low blood sugar, as the low alert threshold was set at 70 mg/dl. She was also unaware of the cgm reading at the time her blood glucose was tested. Ems started IV fluids and transported her to the hospital. In the emergency department, she received additional IV fluids and was monitored for approximately five hours. The patient could not recall other details of the event. She was discharged with a blood glucose level of about 200 mg/dl, feeling weak but improved. There was no documentation of treatment for rebound hyperglycemia. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.